Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left side/failure to occlude (close) fallopian tubes') and embedded device ('left coil was stuck') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had problems placing essure". The patient's previously administered products included for an unreported indication: depo-provera in 2011. Concurrent conditions included asthma since 2007. Concomitant products included formoterol fumarate; mometasone furoate (dulera) since 2007. In 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), fungal infection ("infection (bladder/urinary tract/vaginal) type: uti"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), pain ("left side body pain"), abdominal pain ("abdomen pain") and complication of device removal ("only removed the right coil and did not remove the left"). The patient was treated with surgery (unilateral salpingectomy/ right coil removed). At the time of the report, the device dislocation, embedded device, urinary tract infection, fungal infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, alopecia, pain, abdominal pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fungal infection, headache, migraine, nausea, pain, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: only removed the right coil in 2016 and did not remove the left coil due to left coil was stuck. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Previously reported event injury was replaced with events per pfs: infection (bladder/urinary tract/vaginal) type: uti / yeast, malposition of essure device location of device: left side, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, hair loss, body pain, abdominal pain ,only removed the right coil and did not remove the left,left coil was stuck and complication of device removal were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.